Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the patient was complaining of pain and wound dehiscence was confirmed. Redness around the pocket was also noted. The wound was then cut opened, and a large amount of pus was noted as well. There were no additional adverse patient effects reported. The s-ICD was explanted.